Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an o2 proportional valve and pressure sensor mismatch errors were found in the device's error log. The device's oxygen blending module, oxygen blending module harness, and system board were replaced to resolve the issue. Additionally, it is recommended to replace the rear cover, fio2 sensor, fio2 tubing, flow sensor, blower chassis plate, and blower.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an o2 proportional valve and pressure sensor mismatch errors were found in the device's error log. The device's oxygen blending module, oxygen blending module harness, and system board were replaced to resolve the issue. Additionally, it is recommended to replace the rear cover, fio2 sensor, fio2 tubing, flow sensor, blower chassis plate, and blower. The oxygen blending module, oxygen blending module harness, and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module, oxygen blending module harness, and system board functioned as designed and operated without issue or error codes.